Manufacturer narrative:
(B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6)2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting device as well as on the jaws. There were no visual defects observed on either the heater wire or both the clear silicone insulation on the jaws. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the instructions for use. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. There was no smoke observed coming from the harvesting handle near the toggle switch. Based on the condition of the device as returned and the results of the investigation, the reported failure ¿environmental particulates¿, is not confirmed. Steam and smoke are evacuated via the hp2 cutting tool via a vent. The vent traverses from the crux of the jaws through the vent holes in the handle (houses filters for this purpose). Steam/smoke is a byproduct of cauterizing tissue so it occurs with every modality of cauterization. Due to the use of pressurized co2 if the jaws are open within the tunnel co2/steam/smoke will travel from the higher pressure (within the tunnel) to the lower pressure (ambient air) via this vent. If excess steam/smoke is generated while using our hp2 it is usually due to the wires on the jaws are dirty or cutting a lot of fat in addition to vessel or both.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They had taken the thigh and were then taking a small section of the lower leg. While taking the lower leg, the scrub noticed smoke coming from the handle of the hemopro 2, specifically the activation toggle. The harvester stopped. There was smoke being generated from the tunnel at that time. While they do not remember their cvp, they think there is a potential the smoke was escaping from the tunnel through the activation toggle. The tunnel pressure was set at 12. The endoscopic harvesting was stopped and the remaining vein was remove through direct visualization. No harm to patient or the harvester.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They had taken the thigh and were then taking a small section of the lower leg. While taking the lower leg, the scrub noticed smoke coming from the handle of the hemopro 2, specifically the activation toggle. The harvester stopped. There was smoke being generated from the tunnel at that time. While they do not remember their cvp, they think there is a potential the smoke was escaping from the tunnel through the activation toggle. The tunnel pressure was set at 12. The endoscopic harvesting was stopped and the remaining vein was remove through direct visualization. No harm to patient or the harvester.